Event description:
It was reported that review of device data showed that there was high impedance on both the atrial and left ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.